Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow particles, fold creases and an opening on the radius. A leak test and microscopic analysis were performed which identified: a sharp crease opening. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: an sharp crease opening on the anterior side due to a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.